Event description:
My son's blood sugar was quite high unexpectedly and he needed to test himself for ketones. My son went and got out the ketostix made by bayer, 20 individually wrapped in foil. They are listed as reagent strips for urinalysis. Hehad 5 foil containers connected together, pulled off one. He went to open the foil and tore it open and found no strip in the foil wrapper. He then grabbed the 4 foil wrappers still attached to each other and started tearing open the top of the foil on 2, finding no strip in either of those. He stopped tearing and felt the other foils that are still unopened and could feel there is no strip in the 2 that remain unopened. My point in making this report is that, although no harm came this time because he had another box of ketostix so he could test, what if this would have been when we are "away" or nowhere near a pharmacy and we could not test for ketones; diabetic ketoacidosis can be life threatening. I called the bayer co to report this "problem" and raise the question of why it has happened and they show no concern, in my opinion. They did not even ask to get the remaining strip foil containers back to confirm this, and just wanted to replace the strips. If their qc at bayer of these strips is this lacking, it can potentially be harmful to people with diabetes that need the ability to test for ketones. We rely on medical equipment and supplies and expect them to be working/available when diabetes is problematic. I am really disgusted with the response at bayer and would appreciate it if other people with diabetes don't find themselves without ketostix when they really need them. I hope that you can facilitate a more concerned response from bayer because it sure should have been better than what it was . Nonchalance won't keep it from happening again. And what of the other ketostix in lot 105, 10/2008 expiration date???